Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for a spinal cord stimulation it was reported that they finally had the leads taken out of their back which went up to t9. Once the unit stopped working patient asked for the leads to be removed and they said they didn¿t need to be removed and it paralyze patient . Until then I was paralyzed in both legs. No further complications were reported/anticipated at this time. See already reported (B)(4)increased pain/tonic stimulation/explant.